Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The customer is in a hospital setting and they are stating that there are nuts falling off of the chair and they are trying to replace them and the chair is not safe. They still have the patient in the chair as of right now. I did explain to caller that the chair could be unsafe depending on what they have lost off of the chair. Caller states the facility alleges they do not have another chair to put him in.